Event description:
Caller reported a cartridge alarm 30 issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. Additionally, the customer requested and was agreed to receive cartridge replacements.